Event description:
On (B)(6) 2013, pt had a 7 french hickman dual-lumen tunneled central venous catheter placed. On (B)(6) 2014, the catheter was removed. The catheter broke during the attempted removal. A second dermotomy was req'd to remove tunneled catheter as it had become significantly scarred in place.